Event description:
Related to MFR #: 2030404-2012-00114, 2030404-2012-00115, 2030404-2012-00116. It was reported during an atrial fibrillation ablation procedure, a pericardial effusion occurred. A brk-1 transseptal needle was used to gain left atrial access. An inquiry steerable and inquiry optima catheter were used to create geometry using the ensite system. A cool path duo catheter was used to perform ablation. During the procedure the pt experienced st elevations and a decrease in blood pressure. The pt was cardioverted and instantly the st elevations and blood pressure returned to normal. An echocardiogram was performed revealing a small posterior effusion. A pericardiocentesis was performed. The pt's current status is listed as fine.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no nonconforming material reports as well. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.